Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. The analyst commented that the battery voltage issue seen was a result of storage temperature and that the device recovered at the proper temperature.

Event description:
It was reported that the device failed a manufacturer's test due to low battery voltage measurement. The device was returned, no implant attempt was made. No patient complications have been reported as a result of this event.